Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that premature detachment was encountered with an apollo catheter. The patient was undergoing liquid embolization surgery for treatment of an arteriovenous malformation in the right superior cerebellar region. It was noted the patient's vessel tortuosity was severe. Femoral artery access vessel diameter was 7.8 mm. When advancing the apollo catheter to the p1 segment, detachment occurred before reaching the target position. The product was replaced with a marathon catheter to proceed with the procedure, and the procedure was completed successfully. No patient symptoms or com plications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included 6f 90cm microport long sheath, 6f 115cm microport intermediate catheter, acheva guidewire, onyx liquid embolic.